Manufacturer narrative:
Product complaint #: (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Upon inspection of the facilities screw removal tray, it was noticed that the 2.5mm hex screw driver shaft head is rounded from normal wear an tear use, and no longer works effectively. Patient status/ outcome / consequences: no.